Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners.

Event description:
Customer reported the insulin pump was alarming motor error. Customer states the device keeps prompting her to rewind and then alarms motor error. Customer's blood glucose was 245 mg/dl. Customer was attempting to deliver a bolus when alarm occurred. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI but customer does wear a pouch that has magnet. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.